Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; distal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; distal segment returned and analyzed.

Event description:
The lv lead was explanted due to infection. It was returned to the manufacturer, analyzed and subsequently tested out of specification. No further patient complications have been reported.